Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform the displacement test due to no button response. Pump received with broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was broken. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.